Event description:
Following an atrioventricular nodal reentrant (avnrt) and typical atrial flutter procedure, a cardiac perforation occurred requiring a pericardiocentesis to stabilize the patient. At the beginning of the procedure with placement of coronary sinus, right ventricular and his catheters in navx mode using software version 2.0.1, the coronary sinus catheter (resterilized by stryker) was difficult to place due to what was believed to be irregular cardiac anatomy. Excessive noise was noted on the cs and rv catheters (both reprocessed by stryker). The procedure proceeded as planned with a diagnosis of avnrt. Following the diagnosis, a 4mm large curl dry tip therapy catheter was used for slow pathway modification. The slow pathway was modified eliminating the induction of tachycardia and any echo beats. During this testing, typical flutter was induced. A quick lat map, as well as entrainment from the cti was performed to confirm the circuit. A bidirectional ablation catheter and ramp long sheath were obtained to perform cti ablation. Since a long sheath was pulled, the physician administered a bolus of heparin. The procedural specialist suggested swapping to voxel to improve stability as the patient was moving on the table. The physician opted to stay in navx mode in order to keep the current maps that were created. The cti was performed, however, since the patient was under conscious sedation, the patient was in pain and was moving on the table making for a difficult ablation. The cti ablation was completed terminating the flutter. Bidirectional block across the cti was tested and confirmed with differential pacing maneuvers. The patient had stable blood pressures throughout the procedure and nothing of note indicated a cardiac perforation. The patient was taken to recovery where it was determined at a later time, a cardiac perforation occurred during the procedure. A pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.